Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not available. The devices are not returning and there was no reported device malfunction. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Dissection, hematoma, hemorrhage, ischemia, perforation, pseudoaneurysm, and surgical procedure are listed as potential adverse events associated with use of suture mediated closure devices within the proglide instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Mitul b. Kadakia, howard c. Herrmann, nimesh d. Desai, zachary fox, jeffrey ogbara, saif anwaruddin, dinesh jagasia, joseph e. Bavaria, wilson y. Szeto, prashanth vallabhajosyula, robert li, rohan menon, dale m. Dobrin, jay giri. Factors associated with vascular complications in patients undergoing balloon-expandable transfemoral transcatheter aortic valve eeplacement via open versus percutaneous approaches. Circulation: cardiovascular interventions.(2014, august). (B)(6).

Event description:
It was reported through a research article identifying perclose proglide that may be related to the following: iliofemoral dissection, iliofemoral perforation/vascular damage, pseudoaneurysm, acute limb ischemia, hematoma requiring surgery, bleeding complications. Specific patient information is documented as unknown. Details are listed in the attached article "factors associated with vascular complications in patients undergoing balloon-expandable transfemoral transcatheter aortic valve replacement via open versus percutaneous approaches."